Event description:
It was reported that during an unknown procedure, the jaws didn't close all the way. At the time of the call it was unknown how the case was completed. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. B3: only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one sc60a device was returned with the anvil bent upwards and no reload present. No functional test was performed due to the condition. The reported event was confirmed and related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment, in addition, a sample of the batch is inspected for finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 435c46, and no non-conformances were identified.